Event description:
A report was rec'd via the FDA medwatch medical products reporting program dated 08/03/2006. Consumer reports diagnosis of acanthamoeba keratitis in left eye. Event did not abate after use stopped. No medical documentation is available. Consumer reported the device information as amo complete and wal-mart equate. Bausch & lomb produces renu multiplus multi-purpose solution for wal-mart under the equate trade name.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.